Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The low blood glucose was 47 mg/dl. The current blood glucose was 16.78 mmol/l. The other relevant blood glucose was 124 mg/dl, 180 mg/dl, and 119 mg/dl. Troubleshooting was not performed for low blood glucose. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 47 mg/dl and the sensor glucose was 123 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 70 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The product will be returned for analysis.